Manufacturer narrative:
H.6. Investigation: 6 photos and the cannula of the needle were returned for evaluation. The cannula was observed to be broken from the pictures provide by the vendor after decontamination of the samples. Root cause could not be determined as we are unable to determine what cause cannula to be broken in such manner as seen in the pictures provided by vendor after decontamination. The manufacturing process was reviewed. There is no process in the manufacturing facilities could have probably caused this nonconformance. No abnormality was observed during the visual in process inspection and out -going inspection for the duration of 12 months, there was no quality notification was raised for a similar non ¿ conformance.

Event description:
It was reported that bd needle¿ 26g 1/2in brown needle pulled out of hub and imbedded in dog. The following information was provided by the initial reporter: (B)(6) 2019 patient delivered early morning to the practice for the spay. About an hour or two later we are informed of the faulty needle event and the surgery required to remove the embedded sharp. (B)(6) 2019, patient reviewed by vet for leg dragging on the side of the surgery. Given antibiotic injection and was assessed as having trapped air under the skin ( subcutaneous emphysema) (B)(6) 2019 during the late evening, pus discovered leaking from the embedded sharp surgical site. (B)(6) 2019, patient was admitted again immediately for drainage of the excessive abscess and necrotic tissue. Was kept at the practice in the intensive care unit overnight. (B)(6) 2019 patient was returned to the hospital for extensive wound care instructions and a multiple antibiotic and analgesic regimes. The procedure took 3 hours and was stopped as her body temperature began dropping and was deemed too risky. (B)(6) 2019 wound redressed. (B)(6) wound reviewed by the vet and redressed. March 5 wound debrided and was confined to the vet clinic again.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd needle¿ 26g 1/2in brown needle pulled out of hub and imbedded in dog. The following information was provided by the initial reporter: on (B)(6) 2019 patient delivered early morning to the practice for the spay. About an hour or two later we are informed of the faulty needle event and the surgery required to remove the embedded sharp. On (B)(6) 2019, patient reviewed by vet for leg dragging on the side of the surgery. Given antibiotic injection and was assessed as having trapped air under the skin ( subcutaneous emphysema) (B)(6) 2019 during the late evening, pus discovered leaking from the embedded sharp surgical site. On (B)(6) 2019, patient was admitted again immediately for drainage of the excessive abscess and necrotic tissue. Was kept at the practice in the intensive care unit overnight. On (B)(6), 2019 patient was returned to the hospital for extensive wound care instructions and a multiple antibiotic and analgesic regimes. The procedure took 3 hours and was stopped as her body temperature began dropping and was deemed too risky. On (B)(6) 2019 wound redressed. March 1 wound reviewed by the vet and redressed. On (B)(6) wound debrided and was confined to the vet clinic again.